Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's transmitter had out of range for more than 3 hours. There was no report of injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the hip. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).